Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had a impella cp pump placed via the 14fr sheath. The team had placed the pump for the support of a patient admitted in with acute myocardial infarction and cardiogenic shock. The team did not explant/peel away the 14fr sheath but rather left in the femoral. The leg was noted to be warm and perfused. Additional details noted the patient died due to multi-organ failure. The leg was weak but perfused all the time. Given the slight reduction in perfusion there is not enough information to exclude the impella device as an associated factor to the event outcome.